Event description:
As reported via medwatch number mw5178932: describe event or problem: b. Braun streamline bloodline set for dialog hemodialysis system we continue to experience significant issues with air in lines during treatments. This presents a serious risk for air embolism to our patients and leads to ongoing product waste. At this time, my team is having to change lines during dialysis on nearly 30% of our patients daily, which is not sustainable and poses both safety and quality concerns.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.